Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer reseated the pyxis bus cable, tested the drawer in pyxis diagnostic and pyxis application with the customer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed. Drawer 2-1 is not recognized and there is no indicator with the icon to show that there is a defective drawer and that a storage recovery. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.